Event description:
(B)(6) - it was reported by the territory business manager that the ptorb custom power wheelchair was veering to one side, and would not drive straight. There was no injury reported.